Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. Per ttm report, biomed stated they received a device from the floor with a note that says needs filter checked. Biomed asking where to find the filter, s/n (B)(6). Biomed had no other notes from the nurses. Explained when the device gives an alarm 113(reduced water temperature control), it does mention checking the filter as part of the troubleshooting tips. Explained the alarm 113 indicates the device was either having issues heating the water or cooling the water. Had biomed check event log and confirmed last alarm shows 113. Suggested performing a functional check to confirm if the device was able to make cold water and warm water. Offered to transfer to ts to discuss further. Biomed stated they will follow the manual for the functional check and call back if needed. Biomed doing functional verification. Device set to 4c manually and had not dropped lower than 30c in the last 12 minutes. Needs to know how to proceed. It was determined the device had a failed mixing pump. They will replace the mixing pump in house. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not cool below 30 after heating during functional testing. It was determined the device had a failed mixing pump. They will replace the mixing pump in house. Per ttm report, biomed stated they received a device from the floor with a note that says needs filter checked. Biomed asking where to find the filter, s/n (B)(6). Biomed had no other notes from the nurses. Explained when the device gives an alarm 113(reduced water temperature control), it does mention checking the filter as part of the troubleshooting tips. Explained the alarm 113 indicates the device was either having issues heating the water or cooling the water. Had biomed check event log and confirmed last alarm shows 113. Suggested performing a functional check to confirm if the device was able to make cold water and warm water. Offered to transfer to ts to discuss further. Biomed stated they will follow the manual for the functional check and call back if needed. Biomed doing functional verification. Device set to 4c manually and had not dropped lower than 30c in the last 12 minutes. Needs to know how to proceed. Per follow up information received via task on 27mar2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not cool below 30 after heating during functional testing. It was determined the device had a failed mixing pump. They will replace the mixing pump in house. Per ttm report, biomed stated they received a device from the floor with a note that says needs filter checked. Biomed asking where to find the filter, s/n (B)(6). Biomed had no other notes from the nurses. Explained when the device gives an alarm 113(reduced water temperature control), it does mention checking the filter as part of the troubleshooting tips. Explained the alarm 113 indicates the device was either having issues heating the water or cooling the water. Had biomed check event log and confirmed last alarm shows 113. Suggested performing a functional check to confirm if the device was able to make cold water and warm water. Offered to transfer to ts to discuss further. Biomed stated they will follow the manual for the functional check and call back if needed. Biomed doing functional verification. Device set to 4c manually and had not dropped lower than 30c in the last 12 minutes. Needs to know how to proceed.